Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient present for surgery for a new implant. It was noted that the new left ventricular lead was not implanted due to high capture thresholds. The lead was exchanged. The patient was stable.

Event description:
New information received notes the physician was not used to using out pacing leads and when he had trouble finding a good position with the abbott ventricular lead in the atrium he requested a medtronic lead.

Manufacturer narrative:
Analysis was normal. No anomalies were found.